Manufacturer narrative:
A response from the health-care provider was received indicating that the aortic valve was removed due to prosthetic endocarditis which led to aortic insufficiency grade ii and annular abscess. The source of the infection was provided as "(B)(6)." It was also indicated that this event was due to patient related factors and not a device malfunction. "The leaflets of the valve prosthesis were intact at reop." No other details provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The health-care provider has also indicated the source of the infection to be (B)(6).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 11 months. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. There have not been any allegations of a product malfunction or quality deficiency.

Manufacturer narrative:
Model#: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 - carpentier-edwards perimount rsr pericardial bioprosthesis, which is marketed in the u.s.. Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.